Manufacturer narrative:
Date sent: 12/8/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a lap adjustable band procedure, the band was torn at the point of insertion. Another device was used to complete the procedure. There was no adverse consequence to the pt.